Event description:
Device malfunction: unable to split exchange sheath, safety release button failed to retract vessel locator wings time of malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the thumb advancer step, resistance was experienced and the physician could not complete the splitting of the exchange sheath. The safety release button did not fully retract the vessel locator wings. The device was removed uneventfully. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.